Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found elongated in the proximal section indicating that high friction was present during the deployment attempt. No indication could be found for a process related issue. Therefore, the complaint is confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy. Expiry date: 05/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft allegedly failed to deploy. There was no reported patient injury.